Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was getting a "gas device error" message. They decided to purchase a new device. No patient harm was reported. Service requested / performed: toubleshooting. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Event description:
The biomedical engineer reported that the gas unit was getting a gas device error. They decided to purchase a new device. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the gas unit was getting a gas device error. They decided to purchase a new device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer reported that the gas unit was getting a gas device error. They decided to purchase a new device. No patient harm was reported.